Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (service code 107) was confirmed. A review of download data confirmed that the monitor was resetting on (B)(6) 2016 and (B)(6) 2016. The distributor evaluation found evidence of corrosion inside of the monitor, causing the abnormal shutdowns. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns).